Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during fill tubing the user advanced over 70 units without seeing drops and received an alarm that the process could not be completed, consistent with an infusion set and fluid-path occlusion that resolved after changing the infusion set, cartridge, and connector; insulin delivery was resumed after guided set change, and replacement supplies were provided. Symptoms included no adverse physiological effects, with a reported blood glucose of 97 mg/dl and no hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that replacing the disposable components restored proper function, indicating a probable occlusion or flow restriction within the removed disposables. It was concluded that the event was related to a component-level occlusion in the infusion set or associated connector/cartridge, and the device system functioned as intended after supply replacement.